Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The vent monitoring board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The vent monitoring board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and delivered high tidal volumes during preuse checkout. There was no report of patient involvement.